Event description:
During an atrial fibrillation (af) procedure, as the guidewire was introduced into the dilator of the sheath, there was resistance felt like there was something blocking the inside. When the guidewire was removed, shaving of plastic were present. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: g3. G6, h2, h3, h6 the reported event of guidewire insertion difficulties could not be confirmed. There appeared to be multiple pieces of blue plastic shavings on a piece of gauze. Visual inspection was based solely upon a review of the photographs provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event ¿shaving of plastic were present¿ and guidewire insertion difficulties remains unknown.